Event description:
During patient use, the ventilator operated normally; however, the alarm sound was non functional. The reset button did not fix the issue. The patient was ambu bagged and switched to another ventilator. No permanent injury was reported in this case. This issue could not be duplicated once the ventilator was turned off and back on again. The next day, the display was not functional when booting up the ventilator.

Manufacturer narrative:
Although requested, no add'l patient info was provided.